Manufacturer narrative:
Age at the time of event - 50 's or 60's device evaluated by MFR.: the device was received with the balloon protector free moving along the shaft. An examination of the balloon material identified that the balloon had been inflated and was not refolded. There were traces of blood inside the balloon which is indicative of a leak having occurred. A microscopic examination of the balloon material identified a small circumferential tear with longitudinal tear in the proximal transition of the balloon. The circumferential tear and longitudinal tear measured approximately 2mm respectively. No issues were noted with the balloon material or markerbands which could potentially have contributed to the tear. A visual and microscopic examination of the shaft identified no kinks or damage. No other issues were noted with the device.

Event description:
It was reported that balloon rupture occurred. The 40-50% stenosed target lesion was located in the mildly tortuous ostium of the left iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured and was removed. A 16-6/5.8/75 xxl esophageal balloon catheter was then used. The balloon was able to dilate three areas at 45 atmospheres each; however, on the fourth area, pressure was lost on the inflation device. When the device was removed, it was noticed that the balloon material was wrecked and not intact. All pieces were successfully removed from the patient's body and a second 16x6 xxl esophageal balloon catheter was inflated two more times and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at the time of event - 50 's or 60's.

Event description:
It was reported that balloon rupture occurred. The 40-50% stenosed target lesion was located in the mildly tortuous ostium of the left iliac vein. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured and was removed. A 16-6/5.8/75 xxl esophageal balloon catheter was then used. The balloon was able to dilate three areas at 45 atmospheres each; however, on the fourth area, pressure was lost on the inflation device. When the device was removed, it was noticed that the balloon material was wrecked and not intact. All pieces were successfully removed from the patient's body and a second 16x6 xxl esophageal balloon catheter was inflated two more times and the procedure was completed. No patient complications were reported.